Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 68 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.